Manufacturer narrative:
Device evaluation: the device has not been returned. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that patient called with an alarm on pump and then says stopped. Settings reviewed, pump off/on. Still has no disposable alarm, powered back off, tubing clamped, rubbed tubing with green clamp depressed and tapped on a hard surface, process x 2. Pump powered back on, tubing unclamped, pump displays run. No further questions. No patient injury was reported.